Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years, one months and twenty-three days post a port placement, the patient allegedly experienced pain when administering medication. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Splits were noted on the attached catheter. The edges of the splits on the attached catheter were noted to be uneven. Upon infusion, leaks were observed from the splits on the attached catheter. Therefore, the investigation is confirmed for the identified fracture as splits were noted on the catheter. A definitive root cause could not be determined based upon the provided. Information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years, one months and twenty-three days post a port placement, the patient allegedly experienced pain when administering medication. There was no reported patient injury.